Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of 345 mg/dl at the time of incident, current blood glucose was 345 mg/dl and 407 mg/dl at the time of hospitalization, blood glucose was went up to 339 and then she bolused again using bolus wizard. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as nausea and vomiting. Significant events leading to hospitalization was cannula was bent. Event caused to hospitalization was hyperglycemia and ketoacidosis . The customer was treated with admitted treated her with IV. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.